Manufacturer narrative:
(B)(4). The device was manufactured july 14, 2014 ¿ july 15, 2014. The device was returned for evaluation with approximately 110ml of solution in its bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional flow testing was performed by removing the luer cap from the distal luer. After the cap was removed, normal flow was observed from the device. The device was found to operate per specification. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor did not flow during infusion. This was found one day after the start of therapy. The reporter stated that the device had been force primed and flow had been observed prior to patient connection. There was no patient injury, medical intervention, or adverse event associated with this report. No additional information is available.